Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (blue head) had no flow of blood observed." The device was replaced. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an extension line blocked was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of an extension line blocked was not able to be confirmed by visual inspection of the customer supplied photo. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the luer-lock connection (blue head) had no flow of blood observed." The device was replaced. No patient harm reported.